Event description:
The customer reports that she felt hypoglycemic and attempted to test on her accu-chek active s meter but could not receive a reading due to low battery. She became unresponsive. She received third party intervention by the paramedics. New system sent to customer and return requested.